Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 12 atmospheres within 10 seconds and a pinhole was noted. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and the patient was in good condition post procedure.